Event description:
It was reported that during a pph procedure, the staples did not form. Outwardly it cut the purse string but internally it did not. Had to hand suture to complete the procedure. No adverse consequence to the patient.